Event description:
It was reported that parts of the device broke off during procedure. The surgeon retrieved all pieces and no patient harm is reported.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Investigation findings: the distal cutting loop was broken off from the sterile piece. The remaining loop was discolored due to use. The event is filed under internal karl storz complaint ID:(B)(4).